Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The reported failure mode of removal of the deployment line with no device expansion is consistent with the findings of a broken deployment line. Because there was insufficient deployment line remaining at the turn around, deployment could not be continued to confirm whether or not the looped zipper fiber contributed to the failure to deploy. In addition, while a broken deployment line was noted during engineering evaluation, there was no report of increased force during deployment that would lead to a deployment line break. Therefore, the root cause of the reported failure mode could not be established with the available information. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a 7 mm x 5 cm gore® viabahn® endoprosthesis (vsx device) was intended for use in the right arm during treatment of an occluded native fistula. After the vsx device was advanced across the lesion, the physician attempted to deploy the stent. However, the deployment line was pulled and removed with no device expansion. An angiogram confirmed no device expansion and the vsx device was removed through the introducer sheath (manufacturer unknown). The procedure was successfully completed with an additional 7 mm x 5 cm vsx device. The patient did not experience any adverse consequences.